Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited intermittent loss of capture in this pacemaker dependent patient. Boston scientific technical services (ts) reviewed an electrogram (egm) strip and confirmed intermittent loss of capture, but noted tha the patient had an underlying rhythm thus no pacing inhibition. Approximately one month later the rv lead and pacemaker continued to exhibit loss of capture but also exhibited oversensing of noise and high impedance measurements; a cause was not determined. A revision procedure was performed where the patient's left side was noted to be occluded thus the existing pacemaker was reprogrammed to pace and sense in the ventricle at the lowest setting of 30 paces per minute. A new pacemaker system was implanted on the opposite side. No additional adverse patient effects were reported.